Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient had a prior medical history of bradycardia. The length of the membranous septum was 2.6mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Temporary pacemaker was placed to stabilize the patient. The patient had an extended hospitalization. Post-implant, at an unknown time, the patient was implanted with a permanent pacemaker. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient had a prior medical history of bradycardia. The length of the membranous septum was 2.6mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. The patient developed with left bundle branch block (lbbb). During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Temporary pacemaker was placed to stabilize the patient. The patient had an extended hospitalization. Post-implant, at an unknown time, the patient was implanted with a permanent pacemaker. The patient was discharged.

Manufacturer narrative:
An event of left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported left bundle branch block could not be conclusively determined. The reported unexpected medical intervention, surgical intervention, and prolonged hospitalization were due to case-specific circumstances. A temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted, and the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.